Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler would not turn to show the green light and it fired wrong. The surgeon had to hand sew the anastomosis after use of the stapler.